Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: unknown event date. D1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown screw: mesh implant/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: ogunleye, t.d., dugarte, a.j., gilbertson, j.a., and cole, p.a., (2021) reconstruction of complex acromion nonunions and fractures with a locking mesh plate, techniques in orthopaedics volume 00 (number 00), pages 1-6 (USA). The purpose of this study is to describe a stepwise approach to the surgical management of complex acromion fractures and nonunion and report the clinical outcomes with this technique in a small case series. Between (B)(6) 2017, a total of 10 patients (8male and 2 female) with a mean age of 43 years were included in the study. All patients underwent surgical fixation for complex acromial lesions with a locking mesh plate. There were 4 patients with acromion nonunion (2 male and 2 female) with mean age of 47.25 years; and 6 patients with severely comminuted acromion fractures (all male) with a mean age of 40.16 years. All patients have a mean follow up month of up to 23.3 months. The following complications were reported as follows: a 62 year-old male patient passed away 7 months after reconstruction. A 56 year-old female patient experienced a persistent nonunion and failure of the mesh plate. This patient subsequently healed after revision surgery with removal of mesh plate, addition of a constellation of 3 locking reconstruction plates at different angles and planes, and infusion of bone morphogenic protein. This report is for an unknown synthes locking mesh screw for (B)(4). A copy of the literature article is being submitted with this medwatch.